Manufacturer narrative:
Age/date of birth: range 55 -85 years. Sex/gender: female/male: 4/2. Information unknown/not provided. Ethnicity/race: hispanic: 2, non-hispanic: 4 / white/black: 3/3. Date of event: unknown, not provided, accepted for publication aug 7, 2020. Serial number: unknown, information not provided. Model number: unknown, information not provided. The catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. Phone number: (B)(6). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Citation: naranjo, a., pirakitikulr, n., pelaez, d., sabater, l. A., monsalve, p., amescua, g., galor, a., and dubovy, r. S., clinicopathologic correlations of retrocorneal membranes associated with endothelial corneal graft failure, (2021), am j ophthalmol, 222: pp.24¿33. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title: clinicopathologic correlations of retrocorneal membranes associated with endothelial corneal graft failure. A retrospective case study was done to provide clinicopathologic correlations for retrocorneal membranes associated with descemet stripping automated endothelial keratoplasty (dsaek) failure. A total of 7 patients were identified to have clinically significant retrocorneal membranes at the time of graft failure. Of the 7 patients, 5 patients had 1 baerveldt implant (johnson and johnson vision) with the tube in the anterior chamber, 1 had both a baerveldt and an ahmed implant with the tubes in the anterior chamber, and 1 had a molteno3 implant with the tube in the vitreous cavity. Five patients with the baerveldt implant experienced corneal edema (n=5) and one patient had failed dsaek (n=1). All patients underwent dsaek as intervention including one repeat dsaek for the failed dsaek. However after dsaek intervention, all patients implanted with the baerveldt implant then experienced dsaek failure (n=6), three of which underwent penetrating keratoplasty and three underwent repeat dsaek as intervention. The author reported that it is well known that eyes with glaucoma drainage devices have a worse prognosis after dsaek than eyes without glaucoma drainage devices. Even when surgery is successful, grafts in eyes with glaucoma drainage devices typically fail within 3-5 years.